Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 283 mg/dl and a bolus of insulin was delivered to address the occlusion. As the contact had changed the pump supplies after the alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.